Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump was under delivering. The customer¿s blood glucose level was 213 mg/dl. The customer¿s incident blood glucose level was 400 mg/dl. The customer was treated with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported a crack around where the insulin was places and around the battery case. They were also unable to describe the possible damage to the drive support cap. Customer was neither in emergency room, nor admitted into hospital. Customer did allege that the insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.